Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm while performing on the patient the umbrella of the device did not deploy. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2017 12:01 pm (gmt-4:00) added by (B)(6): internal complaint number: tw# (B)(4). Autonumber: cs-(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Traces of blood were visible on the loading device. The delivery device was returned inside the loading device. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device. The blue slide lock was engaged and the plunger was not depressed on the delivery device. The seal was taken out from the loading device for inspection. The seal was observed to have delamination on the outer edges. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure mode "failure to deploy" was not confirmed. The analyzed failure mode "fitting problem" and the analyzed failure mode "delamination" were both confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm while performing on the patient the umbrella of the device did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm while performing on the patient the umbrella of the device did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.